Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and high unstable impedance measurements. An x-ray was performed, and the lead did not appear dislodged; however, it was believed that a micro-dislodgement had occurred. A surgical revision was performed and this rv lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.